Event description:
Patient reported that they were recently diagnosed with "stage one invasive cancer". Device remains implanted.

Manufacturer narrative:
The event of cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Patient reported that they were recently diagnosed with "stage one invasive cancer". Device remains implanted.